Event description:
It was reported there was an unspecified event occurred during a surgical procedure that resulted in unspecified patient harm. Although requested, the customer declined to provide any additional information regarding the details of the event. A pump channel was returned to bd by the customer that displayed a error for a malfunctioning bottle side pressure sensor on (B)(6). The customer did not provide any additional information.

Manufacturer narrative:
Correction: describe event or problem, unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field.

Event description:
A pump module was returned to bd by the customer that displayed an error logged for a malfunctioning bottle side pressure sensor. Although requested, the customer did not provide any additional information.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the customer initially reported to the manufacturer an unspecified event where "harm occurred" (refer to manufacturer report # 2016493-2024-29440). Multiple attempts have been made to obtain additional information. The customer provided no event details to determine if a device malfunction occurred. Attempts were made to get more information from the facility about the unspecified harm, however after exhaustive efforts no further information was provided. Although requested, the customer did not return pump module s/n (B)(6) . This file is submitted to report the failure (240.4150 "bottle pressure sensor broken high failure" error code) on this device as seen in the device logs for 8015 pcu sn: (B)(6) (manufacturer report # 2016493-2024-29440).